Manufacturer narrative:
(B)(4). D10: medical product: unknown persona cr narrow femoral implant, size 6: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via anonymized clinical study data that a patient underwent an initial right total knee arthroplasty on an unknown date. Over six (6) months post-implantation, the patient began to experience moderate pain and stiffness. Information regarding subsequent medical intervention has not been provided and the device remains implanted. All available information has been reported.